Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any nonconformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a health care professional that the pt underwent a lumbar laminectomy using demineralized bone matrix putty. A surgical site infection was diagnosed twelve days post-op. Thirteen days post-op, the pt underwent a reoperation with wound irrigation. Cultures were positive for (B) (6).